Event description:
An implant card was received indicating that the vns patient underwent generator replacement surgery on (B)(6) 2014. The explanting facility discarded the explanted device; therefore, no analysis can be performed.

Event description:
Clinic notes dated (B)(6) 2014 noted that the patient has been experiencing an increase in seizure activity (drop attacks since 2013). It was noted that for the past six months the patient's drop attacks have increased and the patient's seizures often occur prior to the patient's morning medication dose. The patient's parents believe that the generator battery is running out and causing the increase in seizures. The patient was referred for surgery. No surgical intervention has been performed to date.

Manufacturer narrative:
.